Event description:
Nurse at patient bedside to remove midline IV due to leaking. When the nurse attempted to remove the midline, the catheter broke at the hub leaving part of the catheter in the patient's arm. Intervention required to remove remaining catheter. Ref# - f118080t.